Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured internal carotid artery, c6 segment aneurysm with a max diameter of 5.5 mm and a 4.2 mm neck diameter. The landing zone was 3.76 mm distally and 4.00 mm proximally. It was noted that the patient's vessel tortuosity was minimal. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that based on the vessel diameter, the operator selected a 4.0¿20 shield. After positioning the 8f cordis mpa1, 6f navien 115, and phenom 27, the ped was taken out and adequately hydrated according to standard procedures, then delivered to the straight segment of the middle cerebral artery. The operator began withdrawing the marksman to attempt to open the ped. During the withdrawal of the marksman and deployment of the ped, it was noted that the tip end of the ped did not open. Deployment was continued with repeated push-and-pull maneuvers, but the tip end still did not open. The device was then fully retrieved into the marksman and redeployed according to standard procedures; however, the tip end of the ped still failed to open. Considering the safety of the procedure and the patient, the operator removed the ped from the patient's body and found that the tip end of the ped was damaged with a fish-mouth deformity. A new 4.0¿25 shield was then used instead to continue the procedure, the procedure was completed successfully, and the patient had no significant complications. The angiographic result post procedure showed the vessel was in good condition, with no rupture and no significant stenosis. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker synchro guidewire, 6f navien intermediate catheter, 8f cordis mpa1 guide catheter.